Manufacturer narrative:
There is no allegation that the device failed to meet its performance specifications. The lot number was not provided by the customer, therefore the device history records could not be reviewed, however, inspection procedures require any oscor product pass all in-process and qa final inspection before shipping to the customer. There was no reported device failure in this event. No further follow-up is required. Oscor inc. Is submitting the above report to comply with 21 cfr part 803, the medical device reporting regulation. The report is based upon information obtained by oscor inc. Which the company may not have been able to investigate or verify prior to the date the report was required by FDA. This report does not constitute an admission that the device, oscor inc., or its employees, caused or contributed to the event described in this report. Nor does this report reflect a conclusion by FDA, oscor inc., or its employees, that the report constitutes an admission that the device, oscor inc., or its employees caused or contributed to the event described in this report.

Manufacturer narrative:
Conclusion not yet available, evaluation in process. A follow-up report will be submitted as soon as the investigation is complete.

Event description:
It was reported that during an attempted case for a crtd procedure a (B)(6) female patient was found to have poor anatomy; no leads were implanted but two safesheaths 8f 13cm then 9f 23 and wires were attempted; concerned about superior venae cava (svc) tear due either to possible safesheath or guidewire. Patient taken to or for possible tear/repair.